Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. A review of images provided do not confirm the alleged event. At this time patients post-operative activity is unknown. A review of the information provided indicates patient's bone quality as fragile. No product malfunction has been identified. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: · bending, fracture or loosening of implant component(s)..." "...if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..." "...preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...contraindications include but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients with known sensitivity to the materials implanted. 4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality..."

Event description:
On (B)(6) 2018, patient underwent an extreme lateral interbody fusion procedure at l3-l5 levels with posterior fixation from l3 to s2ai. On (B)(6) 2018 follow up radiographs showed a screw back out at l3 level. A revision procedure for construct extension and l3 screw replacement is being scheduled. No patient injury reported.

Manufacturer narrative:
Supplemental report is being submitted as new information became availabe indicating patient has undergone a revision procedure. No product has been returned for investigation.